Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 74002, lot# n299961, implanted: (B)(6) 2012, product type: adapter. Product ID 3998, lot# lb7951, implanted: (B)(6) 2003, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 355531, lot# n314546, implanted: (B)(6) 2012, product type: screening device. (B)(4).

Event description:
It was reported that there was no stimulation sensation. It was noted that there was no known accident or incident related to the complaint. The reporter stated that the patient noticed the change the weekend prior to the report. Stimulation was on for both programs 1 and 2 and settings were "significantly increased" from 1.7 and 1.9 to over 5 volts, with no stimulation sensation. It was noted that stimulation was for the lower back. The reporter stated that the patient had not had the device checked since implantation. Additional information has been requested but was not available as of the date of this report.